Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one of the two fentanyl pockets was opened further than it should. A field service engineer logged into the hardware test application (hta) and tested all mini drawers but unable to recreate any issues. The hta test tool was also run without reproducing the problem. The device was rebooted, and the escort successfully performed an inventory count. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer was opening fully instead of opening only to next available pocket for fentanyl. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.